Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was not duplicated. A test was performed next, but there were no abnormalities observed. However, an error was discovered in the device' s event log that supported that the device's active exhalation control module does not work properly. The cause was not identified though; the proportional valve and 3-way solenoid valve are believed to have malfunctioned. The technician recommended replacing the device's proportional valve and 3-way solenoid valve to address the issue. No further investigation is required at this time additionally, a final test, battery check, valve check, run in tests and cleaning were performed and then confirmed the unit operated properly. The software version was checked. (1.06.10.00) the device's solenoid valve and proportional valve were returned to the product investigation laboratory (pil) for further evaluation. The pil noted e-162- aecm_failure in the event log from service. Pil installed the solenoid on the trilogy evo stb and set the stb to active mode and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the solenoid operated without issue. E-162- aecm_failure did not recur. Pil then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and passed testing at post test, but failed aecm verification testing at pre test. Pil suspects internal contamination of the solenoid caused the failure. The pil noted e-162 in the event log from service. Pil installed the proportional valve on the pil trilogy evo stb and therapy in active mode with a test lung for approximately 1 hour without issue. E-162 did not recur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The coding in box: h has been updated to reflect these findings.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was not duplicated. A test was performed next, but there were no abnormalities observed. However, an error was discovered in the device' s event log that supported that the device's active exhalation control module does not work properly. The cause was not identified though; the proportional valve and 3-way solenoid valve are believed to have malfunctioned. The technician recommended replacing the device's proportional valve and 3-way solenoid valve to address the issue. No further investigation is required at this time additionally, a final test, battery check, valve check, run in tests and cleaning were performed and then confirmed the unit operated properly. The software version was checked. (1.06.10.00)